Event description:
Information was received from a patient regarding external device. It was reported that 'when I use the pain pump (equipment) sometimes, it looks like it gave me this bolus, but when I go for my next one, it says error that is 3-something, and since it says an error, it (the error) takes it (the bolus) away from me, so I don't get it.' The patient stated that they 'never know if it took it or not. Sometimes it takes it, and sometimes it doesn't.'  However, they would not know for sure until the next time that they try to use the pump. When the agent inquired event date, patient stated that 'a hot minute, they've only refilled it twice,' and then stated that 'last time something happened they said push clear all (agent understood as close all) but I don't know if it took because it will go all the way around to 91% and then if I move it around then it goes to 100%. 'When the patient went to bolus next time, they saw 'error 3 something.' The patient later stated that maybe the code was 373 ((bolus rejected-reason) but they were not exactly sure. The agent suspected that the patient was seeing service code 338 after blousing. It felt that the code coming up means they did not get the bolus prior, as previously documented. While on the call, the patient was able to successfully connect to their pump and confirmed lockout time was 2 hours and 32 minutes due to bolusing 'just' before calling, later stated 'a little bit before calling.' The patient will monitor and call back if issue persists. The patient has talked to their doctor's office about these issues and have been told that 'a lot of people are complaining about that,' and mentioned 'not too long ago was the last time that I was in.' The patient has been clearing all the applications every three hours (agent understood as close all) because they were allowed 4 boluses a day with a 3-hour lockout. The patient then mentioned that 'sometimes it took a while to connect to the pump, and sometimes it doesn't.' The patient stated that the pump med was 'bupropion or something like that.'

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6). Product type accessory product ID a820. Product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.